Event description:
It was reported by service report that the head end right side rail will not lock in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail arm too tight.